Event description:
The customer state that the pencil shocked the dr. No injury occurred.

Manufacturer narrative:
During eval of the pencil, a buzzing sound was heard coming from inside when it was activated. The pencil was split open and activated again while open. A small hole in the insulation was discovered near the strain relief.